Event description:
It was reported that an alert was received for hv shock could not be delivered due to output circuit damage. There was noise in the egm. The device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.